Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: "patient had a 18g bd venflon pro safety cannula (lot no 0051766p48) inserted into her right hand. Anaesthetic induction was commenced and the patient was given propofol, rocuronium followed by a saline flush. Once the flush was administered blood freely flowed through the injection port located on the top of the venflon and would not stop.' Details of injury (to patient, carer or healthcare professional): no injury harm or adverse outcome action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) pressure applied to stop blood flow until the anaesthetist had appropriately secured the patients airway. Once the airway was secured the anaesthetist sought to obtain alternative venous access on the left hand side. Once this was obtained the leaking cannula was removed and placed in a clear plastic bag along with original packaging. The on call odp was contacted and asked to isolate all other cannulas of the same batch. Please note this is the second incident within a week involving leaking from the injection port. This problem has been reported several times before by uhnm and the manufacturer is aware of a problem with the valve."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: one used sample and one top web was received by our quality team for evaluation. The used samples were subjected to visual inspection. The valve was observed to have moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: "patient had a 18g bd venflon pro safety cannula (lot no 0051766p48) inserted into her right hand. Anaesthetic induction was commenced and the patient was given propofol, rocuronium followed by a saline flush. Once the flush was administered blood freely flowed through the injection port located on the top of the venflon and would not stop.' Details of injury (to patient, carer or healthcare professional): no injury harm or adverse outcome action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) pressure applied to stop blood flow until the anaesthetist had appropriately secured the patients airway. Once the airway was secured the anaesthetist sought to obtain alternative venous access on the left hand side. Once this was obtained the leaking cannula was removed and placed in a clear plastic bag along with original packaging. The on call odp was contacted and asked to isolate all other cannulas of the same batch. Please note this is the second incident within a week involving leaking from the injection port. This problem has been reported several times before by uhnm and the manufacturer is aware of a problem with the valve."